Event description:
It was reported that the patient underwent a surgical procedure to implant an additional artificial urinary sphincter (aus) cuff due to the patient remaining incontinent. There were no additional patient complications reported.

Manufacturer narrative:
The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated field d6b: explant date because there were no device components explanted. An additional cuff was implanted.

Event description:
It was reported that the patient underwent a surgical procedure to implant an additional artificial urinary sphincter (aus) cuff due to the patient remaining incontinent. There were no additional patient complications reported.